Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 576 mg/dl. The customer was reported other blood glucose value such as 134 mg/dl. The customer treated high blood glucose with changing the set and a syringe. The customer was declined to troubleshoot for high blood glucose. The customer reported that the infusion set cannula was bent and not delivering insulin. The customer was reported that the insulin pump lost communication. The insulin pump will not be returned for analysis.